Event description:
The spouse of a (B)(6), male, pt, contacted zoll lifecor customer support to report there was a red flashing light on the battery charger and is unable to power on the monitor. The pt was provided with a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery pack had an output voltage of 5.48 volts and would not recharge. The root cause of the battery not charging properly was faulty cells within the battery pack. The root cause of the faulty cells appears to be random component failure. No adverse event resulted from the defective battery pack. The pt was provided with a replacement battery pack.